Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the fraction of inspired oxygen (fio2) was fluctuating. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) electronic patient gas system (epgs) during cpb whereby the fio2 was fluctuating. There was no change out, no blood loss, no delay, and no adverse event.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the epgs. Release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment and powered it on. The epgs passed all verification/release testing and functioned as intended. It was determined that the epgs met specification. Per data log review: on 23nov2022 the gas system was successfully calibrated at 08:24:37. There were several changes to the fraction of inspired oxygen (fio2) and flow. There were no events logged indicating that the fio2 value was off by > 10% for over a minute. In this case the log does not confirm the complaint. The gas system was recalibrated two more times at 13:56:52 and 14:02:42. This was likely an attempt to correct the fluctuating fio2 issue. The service repair technician (srt) could not duplicate the reported complaint. The epgs was powered up and he ran calibration and testing. There was no observation of fio2 fluctuating. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.